Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. , the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm as per customer it suddenly happens then after completing the rewind it will just go back on the no delivery alarm again. Customer stated that they change the set 2 times already and she also said that she cant go back to actual homepage of the pump. Customer reported alarm did not occur during manual prime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.